Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had t-wave oversensing (twos) during impedance testing. Programming changes were made during the procedure. No patient complications have been reported as a result of this event.